Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The reported suture slightly shorter than normal is likely due to the reported suture separation. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after harvesting the first preplaced suture, it was noted to be slightly shorter than normal. Approximately 1/2" - 3/4" of the suture was broken off. There was enough suture to be used for closure. Another prostyle suture was preplaced and the tavr procedure was completed. When attempting to use the knot pusher the shorter (locking) suture would not go through the knot pusher as a very small metal fragment on the suture was snagging and stopping the suture from being loaded. The metal fragment was cut off the suture. The knot was able to be tightened. Hemostasis was achieved with the two pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.